Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g373 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g373 for the reported issue shows no trends. Trends were reviewed for complaint categories, tubing leak and alarm #1: air detected. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a tubing leak during the treatment procedure. The customer stated they received an alarm #1: air detected and noted air in the anticoagulant tubing line. The customer stated they aborted the procedure and did not return blood to the patient. The customer stated after disconnecting the patient they found a pinhole in the anticoagulant tubing. The customer stated no fluids had leaked out of the tubing. The customer reported the patient was stable. The customer stated they discarded the kit and will not be returning product for investigation.